Manufacturer narrative:
Per medical records received, the patient had the optease filter implanted due to deep vein thrombosis (dvt) without any problems. The patient tolerated the procedure and returned to his room in good condition to go for an inguinal hernia. On (B)(6) 2015, there was an attempt to retrieve the optease filter. At the time of the procedure, the ivc filter was just at the junction where the patient had scoliosis and then a venogram was performed. There were no clots, the cava was intact. There were no abnormalities. Then it was replaced with a retrieval catheter. The physician attempted multiple times to hook the catheter. The hook inferiorly seems to have been right next to the cava inferiorly and because of scoliosis and multiple attempts, the physician attempted to remove the filter with catheter. The physician was not able to hook the catheter and used a triple snare and double snare, however, was not successful and the procedure was terminated. The catheter was removed and pressure on the vein was applied making sure that there was no bleeding. On (B)(6) 2015, a second attempt to retrieve the optease was made. Approach was made from the left femoral vein and was accessed under direct ultrasound. A 5f marker omni catheter was inserted over d-tipped 0.035 guidewire and positioned in the infraronal in ferior vena cava. A vena cavogram was performed which revealed normal appearing and normal ivc filter without thrombus and iliac vein bilaterally were visualized and were normal. Several attempts were made to remove the filter but it was unsuccessful. The patient remained stable and asymptomatic throughout the procedure. Angiographic findings revealed somewhat tortuous but otherwise normal appearing superior vena cava. The recommendation has been made that the filter remain in place and the patient continue on antiplatelet therapy. Concomitant medications: atenolol, allopurinol, lisinopril, hydrochlorothiazide, hydrocodone, tamsulosin, k-lor, warfarin, levothyroxine, folic acid and colchicine. Complaint conclusion: wife of patient called for medical information and additionally reported an adverse event. On (B)(6) 2015, the patient had the optease filter implanted due to deep vein thrombosis (dvt) without any problems. The filter was implanted in preparation in for a hernia repair procedure. The patient tolerated the procedure and returned to his room in good condition. On (B)(6) 2015, there was an attempt to retrieve the optease filter. At the time of the procedure, the ivc filter was just at the junction where the patient had scoliosis and then a venogram was performed. There were no clots, the cava was intact. There were no abnormalities. The retrieval catheter was placed. ¿the hook inferiorly seems to have been right next to the cava inferiorly and because of scoliosis and multiple attempts, the physician attempted to remove the filter with catheter.¿ the physician was not able to ¿hook the catheter¿ and used a triple snare and double snare, however, was not successful and the procedure was terminated. The catheter was removed and pressure on the vein was applied making sure that there was no bleeding. On (B)(6) 2015, a second attempt to retrieve the optease was made. Approach was made from the left femoral vein and was accessed under direct ultrasound. A 5f marker omni catheter was inserted over d-tipped 0.035 guidewire and positioned in the infraronal in ferior vena cava. A vena cavogram was performed which revealed normal appearing and normal ivc filter without thrombus and iliac vein bilaterally were visualized and were normal. Several attempts were made to remove the filter but it was unsuccessful. The patient remained stable and asymptomatic throughout the procedure. Angiographic findings revealed somewhat tortuous but otherwise normal appearing superior vena cava. The recommendation has been made that the filter remain in place and the patient continue on antiplatelet therapy. The device remained implanted in the patient and therefore could not be analyzed. A device history record (DHR) could not be conducted as the sterile lot number was not provided. The reported ¿filter ¿ retrieval difficulty from vessel wall¿ could not be confirmed as the device was not returned for analysis nor were procedural films provided for review. The exact cause could not be conclusively determined. Based on the information available for review, patient and procedural factors may have contributed to the difficulty experienced by the customer. The instructions for use states that the indication for use is for up to 23 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems. Without a sterile lot number or return of the device, there is no indication that this these events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation as it remains implanted. Additional information is pending and will be submitted within 30 days upon receipt. The exact date of the event is unknown. It is only known that the event occurred in (B)(6) 2015. Therefore, the event date was provided as (B)(6), 2015.

Event description:
Wife of patient called for medical information and additionally reported adverse event. The patient had an optease filter implanted on (B)(6) 2015 in preparation for a hernia repair surgery. The physician attempted to remove the filter in (B)(6) 2015 but was unable to retrieve the device from the vessel wall due to the patient's anatomy. The physician then made another attempt to retrieve the device 10 days later, but was unsuccessful. The filter remains implanted at this time and event remains ongoing. No further information obtained at this time. Medical records have been requested.